Event description:
It was reported that the patient¿s ilet pump was not charging reliably and that a new or additional charger was requested, which aligns with a charging problem associated with the battery charger component. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem, consistent with a charging problem localized to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.